Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the probable cause as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned ise (ion selective electrode) patient results which include sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) due to low anion gaps on their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics. The customer indicated the initial anion gap value from one sample was 4.8 mmol/l and the repeat was 8.5 mmol/l.